Manufacturer narrative:
Device received with blank display due to burnt electronic assemblies. Device unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank. The customer¿s blood glucose level unknown at the time of the incident. The customer states that contact of battery cap neither damaged nor corroded.. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan.. The insulin pump will be returned for analysis.